Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with cut-off (25miu/ml) standard and high-hcg (201.0iu/ml) clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - this test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a false negative hcg result while using a medline hcg pregnancy test cassette (urine). The patient's urine sample was tested and yielded a negative hcg result. A confirmatory hcg blood test was performed which yielded a positive hcg result. Although requested, no further information was provided. No adverse health outcomes were reported.